Manufacturer narrative:
On (B)(6) 2025, the user informed senseonics that the cgm showed results that were different from glucometer measurements. Based on the escalation analysis a sensor replacement was approved due to system performance, and an RMA was issued for further investigation. However, the sensor was not returned to senseonics by the closure of this complaint. A review of the in vivo raw data showed instability in signal and reference channel values on the 22 jan 2025. The instability most likely contributed to the inaccuracies observed. The sensor was not returned to senseonics by the closure of this complaint. Per case notes, the user's hcp informed customer care on 11 feb 2025 that the user will continue using the system. Review of dms showed that the optical instability recovered around 28 jan 2025 onwards and the system showed better sg/bg accuracy. The user continued using the system up until normal sensor 180-day retirement on 1 april 2025, with no further inaccuracy cases. As part of resolution,an RMA was authorized to offer the user a sensor replacement. B4. Date of this report 21 april 2025 g3. Date received by the manufacturer? 21 april 2025 h3. Device evaluated by manufacturer?yes h6. Health effect -impact code updated to 4624 h6. Type of investigation updated to 4121 h6. Investigation findings updated to 3224 h6. Investigation conclusions updated to 4315.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On january 22, 2025, senseonics was made aware of an incident where user experienced sensor inaccuracy which led to an early sensor removal.